Event description:
It was observed that during the device evaluation, the camera head exhibited the endoscopic image not being displayed. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: there was a disconnection in the cable unit which caused the image to not be displayed, therefore the most probable cause of the identified failure is cause traced to user. A device history record review revealed no issues that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.